Event description:
It was reported that this left ventricular (lv) lead had a lead safety switch (lss) due to high out of range impedance. It was noted that there was stimulation while the lead was in unipolar. The lead vector was reprogrammed. The impedance limit was increased. The lead remains in use. No adverse patient effects were reported.